Event description:
Follow up with the patient's physician revealed that, per the physician, the surgical intervention was not to preclude serious injury. The explanted vns generator and lead were received by the manufacturer and are pending product analysis.

Manufacturer narrative:
(B)(4).

Event description:
Generator product analysis was completed. Pain and painful stimulation could not be evaluated in the product analysis, or pa, lab. However, proper functionality of the vns generator was successfully verified. The septum was not cored, which eliminated the possibility of unintended electrical current through body fluids. The generator was placed into a simulated body temperature environment and monitored for more than 24 hours. No variation in the output signal was observed and the diagnostics were as expected. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator. Lead product analysis was completed. The electrode portion of the lead was not returned and an evaluation could not be performed on that portion of the lead. No obvious anomalies were noted and the condition of the returned portion was consistent with those that exist following an explant. Based on the analysis, there is no evidence of an anomaly with the returned lead portion that could have contributed to the reported allegations.

Event description:
It was reported that the patient underwent full vns explantation surgery. The notes indicated that the patient requested the explant as the vns was bothersome. It was noted that the vns was disabled two years approximately prior to the explant. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.